Event description:
The fabric foundation of the unit had developed a burned area. Visual inspection of the unit revealed the metal strips retraining the heater wire had been badly damaged. This allowed the heater wire to intertwine, creating a "hot spot" which reached temperatures sufficiently high to damage the fabric foundation. Both our conversatiojns with the user and our visual exam of the unit indicated that this damage was attributable to misuse and disregard for our instructions and warnings.